Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the staples did not form properly. The surgeon closed the cut line with clips and applied another device to the pt's side. Add'l tissue was resected. An air leakage has been observed. Thoracic drain should be placed temporarily.

Manufacturer narrative:
11/11/1997-supplemental report #1 submitted to FDA.